Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that on (B)(6) 2014 at 1830, she was experiencing hypoglycemic symptoms. At 1845, the customer's husband gave her a glucagon injection and called the emergency medical services. The emts arrived at 1900 and gave the customer orange juice then tested her with their meter (unknown type) and got a result of 168 mg/dl. Within seconds of that result they tested the customer using her meter and got a result of 60 or 70 mg/dl. She was given more orange juice and was tested again about 15 minutes later using the emts' meter with a result of 101 mg/dl. Soon after the customer was feeling fine and was able to resume her normal routine. Requested return of suspect device and replacement was sent.